Event description:
It was reported the remote monitoring transmission from the implantable cardiac monitor (icm) stated on the current report there was an episode from approximately two years prior which had not been seen on prior transmissions. Also, the report from the icm stated that the last session was approximately two years prior, but the patient has sent in transmissions at least monthly. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that no anomalies were found.